Event description:
It was reported that an intravia empty container would not disconnect from a non-baxter set. The customer stated that the home patient was ¿not strong enough" to disconnect the bag from the spike of the set. This occurred after infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection, functional test, and pressure test were performed. No nonconformances were identified. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.